Manufacturer narrative:
Evaluation summary: this is the first report of this nature for this part number, and no other reports of any nature have been received regarding the part/lot combination. Compatibility with the corresponding component was confirmed. It is likely that the problems encountered are related to surgical technique. Dimensions measured found the part to be conforming to print specifications where measured. Visual examination identified gouging and damage in various places, possibly caused during removal of the device after attempted insertion. The anterior snaplock has poly shaved up and away from the device medially, as well as the lateral edge slightly torn away. The lateral posterior rib shows damage indicating that it may not have been fully inserted into the tibial baseplate before engaging the remainder of the locking features. The device history records were reviewed and found conforming.

Event description:
It is reported that the articular surface would not engage posterior lateral in the tibial baseplate.